Event description:
The pump had an end-of-life alarm but this was not reflected by interrogation. The device was replaced in the operating room. The patient was not injured and was "ok" following replacement. The medications being delivered via the device system were lioresal and morphine. Several attempts were made to determine patient and specific device information but all were unsuccessful.

Manufacturer narrative:
(B)(4). This report is being submitted late following an internal audit.